Event description:
The angiosculpt device got stuck and the wire came off the balloon.

Manufacturer narrative:
The pt info is unk. Attempts to obtain the pt info has not been successful. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal bond peeled and the inner member detached between the distal bond and distal balloon tip seal bond. The distal end of the inner member is stretched. No portion of the angiosculpt device separated from the catheter. Based on the lab analysis, the evidence of a stretched inner member suggests that the device experienced exertion of force by the user. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.